Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty hard drive. System operates as intended.

Event description:
It was reported that the cine runs and images are slow to be retrieved. No patient injury was reported.